Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that the insulation was abraded at 3.8cm ¿ 4.4cm proximal to the suture sleeve tie impression. The abrasions were consistent with friction to the device can located proximal to the suture sleeve tie impression.

Event description:
This report is to advise of an event observed during analysis.